Event description:
The facility reported an incident of IV infiltration to a pt's hand. The facility risk management department is reviewing the incident and is not releasing any further information at this time.